Manufacturer narrative:
.

Event description:
It was reported that there was an alert on the right ventricular (rv) lead for high-rate non-sustained episodes and sensing integrity counters (sic). It was noted that the patient appeared to be in an agonal rhythm at the time of the episodes. No lead issues were observed. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.